Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: angle closure. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot.claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Angle closure with elevated iop was observed during post-op examination. The reporter stated that the surgeon rotated the lens to vertical position on (B)(6) 2023 since it was found the vault was high during re-examination on (B)(6) 2024, but the problem did not resolve. The surgeon found the central hole on the lens was not perforated during the re-examination on (B)(6) 2023. Per reporter the lens was perforated by the doctor on (B)(6) 2023 and the patients vision, iop returned to normal. Cause of event is unknown.